Event description:
It was reported that during placement of the foley catheter balloon in the operating room for the patient, there was no sensation of the balloon inflating even after distilled water was infused. Upon removal and inspection, damage was observed in the balloon portion. There was no indication that the balloon is checked for inflation prior to patient use.

Manufacturer narrative:
The initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.